Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00025. All future reports will be submitted under mfg report num reflected in section g.8 of this report. The ispan c3f8 gas tank was not returned for evaluation. A review of the batch production record for lot showed no unusual manufacturing issues. A review of the complaint records showed four other complaints against lots. A review of confirmed complaints for macular fissures or retinal detachment showed no complaints since the beginning of 2015. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study report stated a patient admitted in hospital due to sudden vision loss in left eye for half a month and undergo post-approach vitrectomy (left eye) + retinal detachment repair with laser light coagulation, vitreous cavity perfluoropropane gas injection, retinal reduction, vitreous gas-liquid exchange transfusion, retinal hiatus cryotherapy and the procedure was completed smoothly and discharged. In 1st follow-up and physician noticed anterior chamber is deep, aqueous humor cells (+ - ), rounded dossing, cloudy lens, bubbles are visible above the left eye, the optic disc color, boundaries, small holes are formed at the macula. And in 2nd follow-up and eye examination revealed increased nuclear density of lens, a little gas and macular fissures. Next day of follow-up patient admitted in hospital due to macular fissures and diagnosed with 1. Macular fissure (left eye) 2. Vitreous incision after removal (left eye) 3. After retinal detachment (left eye) 4. Retinal degeneration (right eye) 5. After retinal photocoagulation (right eye) 6. Nuclear senile self-disorder (both eyes) 7. Refractive error (both eyes). On april 8, 2022 perform inner boundary membrane dissection (left eye) + intraocular lens + vitreous gas-liquid exchange transfusion + cataract phacoemulsification aspiration, with intraoperative administration of steroid, ophthalmic anti-inflammatory medication. The operation was smooth, the postoperative routine treatment and nursing care, the postoperative recovery was good, the subject's condition was stable, and was discharged from the hospital. Upon examination upon discharged: left eye dressing wrapped in the eye, no blood exudate, and condition of right eye unchanged. Discharge diagnosis was 1. Macular hiatus (left eye) 2. After vitrectomy (left eye) 3.retinal detachment posterior (left eye) 4. Retinal degeneration (right eye) 5. After retinal photocoagulation (right eye) 6. Nuclear senile cataract (both eyes) 7. Refractive error (both eyes). Discharged with antibiotics, steroid, ophthalmic anti-inflammatory medications.

Manufacturer narrative:
Additional information has been provided in section in section a.1, a.2, a.3, a.4, b.5. The previous supplementary report was filed under incorrect mfg report num 1610287-2022-00025. All future reports will be submitted under mfg report num reflected in section g.8 of this report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional new information has been received indicating both medical and surgical treatments were given with prolonged hospitalization.